Manufacturer narrative:
Concomitant products: 4591 boston scientific lead, implanted (B)(6) 2014.

Event description:
It was reported the right ventricular (rv) lead exhibited a quick increase in pacing impedance to high levels. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.